Event description:
Reference number (B)(4). Event occurred in saudi arabia. On (B)(6) 2024, patient faced tubing leakage from infusion set. The infusion set was in use for 2 days. No further information available.